Manufacturer narrative:
Concomitant medical products: product ID: 8709sc,serial# (B)(4), implanted: (B)(6)2012, product type:catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (10 mg/ml at 5 mg/day) and bupivacaine (1 mg/ml at .5 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a back procedure and during that procedure, the surgeon believed that they nicked the catheter and the p atient was experiencing withdrawal symptoms. The revision kit was reviewed for the catheter revision procedure.